Event description:
After 9 hours of iab therapy blood was noted into the tubing. The iab was removed and not replaced. No further complications or patient injury occurred. The patient is reported in stable condition.